Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2012. According to the complainant, on (B)(6), 2013, the patient unintentionally removed the peg tube. The patient was taken to the emergency room and the duodopa treatment was discontinued. A new peg tube was placed on (B)(6), 2013. Attempts to obtain additional information regarding the patient's condition have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional device info: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.